Event description:
Dealer called stating that the power chair is leaking grease.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 5 years 7 months old. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.